Event description:
It was reported that during an unk procedure the device didn't work. Another like instrument was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.